Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for a patient who was having multiple low voltage advisory alarms and power cable disconnect alarms while on the mobile power unit (mpu). The mpu was replaced recently but alarms continued. The log file captured on 03jun2024, power cable disconnects while using the mpu as a power source. The white power cable voltage was lower than expected. Technical services stated that the system controller¿s white power cable may have cable fatigue or a pin issue. It was communicated on 10jun2024 that the controller was replaced, and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log files. Throughout the log file, atypical power cable disconnect alarms activated due to an invalid relative state of charge (rsoc) fault on the white power cable while connected to the mobile power unit (mpu). The invalid rsoc fault activated when the rsoc on the white power cable fluctuated below the alarm threshold. When the alarms were not active, the rsoc level was noted to be below the value expected while connected to the mpu. The alarms cleared when the power source was changed to 14v li-ion batteries. The atypical power cable disconnect alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The system controller was not returned for analysis. A root cause for the reported event was not conclusively determined through this analysis. Although the low voltage advisory alarms were not captured in the log files, the low rsoc values observed on the white power cable could have contributed to their activation. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21may2018. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on alarms that are associated with power cable disconnects as well as how to resolve them. This section also warns against twisting or sharply bending the power cables to avoid damaging them. The heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿, covers maintenance, care, and use for the power cables. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.